Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced reduced battery longevity due to the right ventricular (rv)-his bundle lead exhibiting high thresholds. The rv-his bundle lead was reprogrammed and battery longevity increased. The ipg and rv-his bundle lead remain in use. No patient complications have been reported as a result of this event.